Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. In addition, the investigation found a printed circuit board (cr) failure-due to a malfunction in the pressure sensor circuit, the system detects the malfunction and triggers an alarm (error e03). When the alarm is triggered, the device cannot be used. Also, when the alarm is triggered, all light-emitting diode (leds) on the front panel turn off. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit's front panel lamps went out, the insufflation pressure reading disappeared, and air delivery also stopped. The issue occurred during a therapeutic esophageal surgery under sedation and was completed with the same device after a delay of less than 30 minutes. There were no reports of patient harm.